Event description:
Revision surgery- the poly wore out.

Manufacturer narrative:
The reason for this revision surgery was to remedy symptoms related to a worn poly insert (e.g. Loose joint, pain, etc). There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The part number and lot number were not reported, thus the device history record and complaint history could not be reviewed. The cause for the worn poly was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.